Manufacturer narrative:
The complaint cycler was not returned for evaluation. A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation. The patient¿s medical records were received and reviewed. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and peritonitis. The most common cause of peritonitis is a breach in aseptic technique or biofilm on the peritoneal dialysis catheter.

Event description:
A peritoneal dialysis (pd) patient¿s pd nurse reported that the patient had experienced pain during treatment on (B)(6) 2016. The patient had discovered that his peritoneal dialysis fluid was milky in color on (B)(6) 2016. The patient was ordered to present to the hospital and was admitted on (B)(6) 2016. The patient admitted with pd effluent milky color, diarrhea, nausea, vomiting, temperature of 99.3 degrees fahrenheit. The patient¿s peritoneal dialysis fluid was cultured and was positive for streptococcus agalactiae. The patient was treated once with gentamicin and vancomycin. The peritoneal dialysis fluid appeared clear and once the final cultures returned the patient was discharged from the hospital on (B)(6) 2016. Upon discharge the patient was treated via intraperitoneal route with vancomycin 2 grams for 3 doses every 5 days.